Event description:
It was reported that during procedure, the fiber broke at entry point of the machine after it had worked for a bit. No one was close when it broke. The fiber was replaced two times, but the new fibers also broke. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the connector was in good condition. However, the fiber tip was degraded and there was a slight burn on fiber jacket. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Functional testing identified that the aiming beam was brought but slightly distorted. Therefore, the reported allegation of fiber break was not confirmed.

Event description:
It was reported that during procedure, the fiber broke at entry point of the machine after it had worked for a bit. No one was close when it broke. The fiber was replaced two times, but the new fibers also broke. The procedure was completed using another fiber. There were no patient complications reported.